Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical engineer reported that the a1059 mayfield modified skull clamp slipped and caused laceration during a laminectomy of the cervical spine procedure on (B)(6) 2020. A (B)(6) female patient was initially positioned prone. No stereotaxy device was used. Seventy (70) pounds (lbs.) Of pressure was applied to the clamp. The device slipped and caused a greater than 1 centimeter (cm) laceration posterior to the left ear. The patient was flipped to supine and the clamp removed. The laceration was sutured and a new clamp was applied. The patient was repositioned and the surgery proceeded as planned.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis and determination of root cause was not possible. No DHR review was possible as the serial number provided (B)(6) does not appear to be a valid integra number. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse tends identified. This will be monitored and trended going forward.

Event description:
N/a.